Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and also the correction of the previous emdr. As per the latest update from the customer, image noise issue never happened, so the previous emdr is invalid, and the reportable finding were determined in the investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the burn on the c-cover and distal end is a component failure. For the presence of foreign objects on the nozzle, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burn on the distal end, c-cover, and foreign objects were found on the nozzle. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6) e1 - address 1- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed image noise during inspection for use. There were no reports of patient involvement.